Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of capsular contracture-breast, lymphadenopathy-breast, cyst(s)-breast, rupture-breast, device wrinkling-breast and wrinkling of the skin-breast was received on june 27, 2024 with lot number 2565537. Based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. Cyst(s)-breast: unable to observe since it is not related to the device. Rupture-breast: observed broken device assessed as fold flaw opening. Device wrinkling-breast: not observed. Wrinkling of the skin-breast: unable to observe since it is not related to the device. As per the investigation procedure particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "significant collapse" (rupture) and pain in the lower outer quadrant of breast. Additional report of capsular contracture, baker grade iii, reactive lymph nodes in the axillary regions and "contour continuity of the prosthesis is not observed and appears lobulated" were diagnosed via ultrasound. The report of scattered cysts is deemed not device related. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events (lymphadenopathy and capsular contracture) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, & capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "significant collapse" (rupture) and pain in the lower outer quadrant of breast. Additional report of capsular contracture, baker grade iii, reactive lymph nodes in the axillary regions and "contour continuity of the prosthesis is not observed and appears lobulated" were diagnosed via ultrasound. The report of scattered cysts is deemed not device related. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported right side "significant collapse" (rupture) and pain in the lower outer quadrant of breast. Additional report of capsular contracture, baker grade iii, reactive lymph nodes in the axillary regions and "contour continuity of the prosthesis is not observed and appears lobulated" were diagnosed via ultrasound. The report of scattered cysts is deemed not device related. The device has been explanted and replaced with a non-abbvie device.